Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. (B)(4)

Event description:
On (B)(6) 2018, the reporter contacted animas alleging that the patient experienced a blood glucose ranging between 40-60 mg/dl with shakiness, irritability, hunger, weakness and blurred vision associated with an alleged loss of prime issue. Reportedly, the patient remained on the pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient did report that when his bg drops, he takes food and/or drink for bring his bg back up. During troubleshooting with customer technical support, it was noted that the basal rates and the bolus settings were changed. It was also noted that the patient was over/under cycling, using longer than 2-3 days, and inserted the cartridge with cold insulin. The patient was educated on the loss of prime warnings and the cartridge use per IFU. This complaint is being reported because the patient experienced hypoglycemia associated with use error.